Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of batch 5034284 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The hac coating was done in (B)(4). Analysis of the returned products show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is practically not noted a presence of osteointegration. This product been checked dimensionally at various places (plan dwg-8h200048 / b and mps-s0201 / b). The product is in conformity with its definition. The surface of the stem shows partial resorption of the ha coating. It was found there is reasonable correlation between the area with ha coating remaining and the extent of the radiolucent lines that are visible on the x-rays. It is not possible to determine if the removal of the ha coating is the result of implantation or occured during the extraction of the stem. Review of the ceramic femoral head, the head is unremarkable, the silver mark is consistent with the metal transfer following contact of the head with a metal object. This may have occured during surgery. Two x-rays were returned, figure 1 shows the lateral view and figure 2 the ap view. Both views are clear and well aligned. Ap x-ray shows two corail stems implanted, this investigation is applicable to the stem in the right hip. The stem appears well aligned and well sized for the femur. Comparison of the position of the lesser trochanter on the contra-lateral indicates a small leg length discrepancy. Without pre-operative x-rays it is not possible to determine if this is a result of the lengthening on the right side, or leg shortening on the left hand side during another procedure. The magnitude of the discrepancy is relatively small. There is a substantial radiolucent line in gruen zone 1 that extends in to zone 2. There is also a radiolucent line on the medial side of the stem, throughout zone 7; the line does not appear to extend as far distally as the line on the lateral side. The distal half of the stem appears well fixed, as stated in the complaint description. In the lateral view the stem also appears well aligned. Radiolucent lines are visible in gruen zone 8 and 14 in the lateral x-ray, suggesting the line visible in the ap view extends around the proximal part of the stem and the stem may not be loose in this area. Distal fixation appears to be good. A review of the operative notes from the primary procedure does not indicate any significant deviation from the advised surgical technique. The root cause of the revision could not be determined from the limited information available. It is likely an unknown combination of factors such as implant factors, patient factors, surgical technique and surgical procedure.

Event description:
Patient experiencing thigh pain. During revision surgery the distal portion of the stem appeared to be well fixed, however the proximal section of the stem was not.